Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported event. To further investigate, a functional test was performed. Customer problem was duplicated. The pump was found to be over delivering to the manufacturing specifications. Fluid ingression was found on the pump by the chassis base of the expulsor, which causes an inconsistent delivery issue. This was user induced. The expulsor assembly will be replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by +10.15%. No patient injury reported.